Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient presented with a dislocated [left]knee (femoral component was riding off of the posterior of the liner and articulating with the tibial baseplate), she had a tka of the affected knee 'about 12 years ago.' Dr. Determined 'she had some sort of soft-tissue problem' that lead to the instability and ultimately metal-on-metal wear. Components were removed and her joint washed out as per dr. Usual I&d protocols. She was revised to ts components.